Event description:
Customer reports an infusor containing 2100mg of 5fu in dextrose and filled to a total volume of 84ml, overinfused over 6 days instead of an anticipated 7 days. Customer reports no pt injury and no medical intervention.